Event description:
It was reported the blade of the endoscopic gastroc release system (egr138) would not retract during surgery. There was no injury to the patient or surgeon reported.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.